Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, there was episodes of far-field r-wave oversensing resulting in inappropriate episodes of automatic mode switch (ams) noted on the device. Technical support recommended reprogramming; however, no intervention was performed to resolve the event and the patient was in stable condition. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and h2.

Event description:
New informaiton was received indicating the device was reprogrammed to resolve the event and the patient was in stable condition.